Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as a ¿layer of lubricant¿, was found on the plunger of the bd plastipak¿ 20 ml syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: seventy nine sealed samples of 20 ll and twelve sealed samples of 50ll were received by our quality team for evaluation by our quality team. Upon visual inspection of the ninety one samples received, no lubricant defect can be observed in/on any of them and no lubricant is detected on the plungers. A device history record review was performed for lots 1707237 and 17070230 and found no non-conformances associated with this issue were found during production of these lots. Silicone is employed to lubricate the barrels during assembly process. Silicone content test is done per lot during manufacturing process and upon checking the results for this test during the manufacturing process they are within specification limits. Based upon the quality teams investigation of the samples received and review of the device history record, we were unable to determine a root cause for this incident. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.